Event description:
Complaint - brakes do not work properly. No alleged injury by account.

Manufacturer narrative:
Tech found - the brakes are inoperable from the foot section of the stretcher. The brakes operate normally from the head section. Cause - nut and bolt in the brake mechanism are missing. Installed the nut and bolt on the brake activation assembly to resolve this issue. Stretcher found in bed shop.